Event description:
The customer reported to a baxter representative a condition of an automix compounder utilizing an accusource that was alleged to have pumped the wrong solution, that led to the injury of an unknown patient. It was reported that approximately 100ml of "the wrong solution" was infused. The facility has quarantined the accusource. The current state of the involved patient is unknown. According to the facility, they were able to reproduce this condition in testing. No additional information is currently available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Baxter is attempting to obtain additional information regarding this event. Should any additional information be made available, a follow-up MDR will be submitted. This device is class ii exempt from having a 510k number. Its additional 510k number is k961008.

Manufacturer narrative:
(B)(4). The reported problem could not be confirmed and the root cause of this incident could not be determined.